Manufacturer narrative:
Additional information was received that the stent was prematurely deployed by ¿80mm.¿ additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The device was received for analysis with the stent detached and included. Section d10 was updated accordingly. The completed engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During use of a 14mm x 80mm smart control stent, ¿the control knob failed during the operation. After the under-the-sheath was released, the stent was found to have broken and the expansion was incomplete.¿ there was no patient injury. The stent was reported to be broken but remained attached. The target lesion was the iliac artery. The stent prematurely deployed by ¿80mm.¿ the tantalum makers were not observed to open symmetrically. There was no attempt made to re-capture it but it was unable to be released. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. It was removed before attempting to deploy the smart control stent. The sds (stent delivery system) was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The product was returned for analysis. A non-sterile smart control 14x80 120cm sds was returned. Per visual analysis, stent was already deployed, and a fractured strut stent was observed. Outer body shaft was observed bent 5.5 cm from the control. Also, three kinks were observed on the inner body shaft 6.6 cm, 9 cm and 10.7 cm from the distal tip. No other anomalies were noted. Per functional analysis a locking pin (lab sample) was inserted into the unit to assure functionality of the locking system. No resistance was experienced during the procedure and the test was successfully performed. No blood residues were present. Per sem analysis revealed evidence of plastic deformations and ductile dimples on the stent strut fracture areas. Commonly, plastic deformations and ductile dimples suggest a device manipulation that leads the material to separation; besides, a twisted condition can be observed on the fractured stent strut. Therefore, the fracture could be related to a pulling and/or stretching event, which would translate in fracture of the stent strut. No other issues were found during the sem analysis. A product history record (phr) review of lot 17783984 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-ses ¿ fractured¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by plastic deformations and ductile dimples on the stent strut fracture areas. Commonly, plastic deformations and ductile dimples suggest a device manipulation that leads the material to separation; besides, a twisted condition can be observed on the fractured stent strut. Therefore, the fracture could be related to a pulling and/or stretching event, which would translate in fracture of the stent strut, as noted during analysis. The reported ¿stent delivery system (sds)-ses - deployment difficulty - partial deployment¿ and ¿tuning dial (smart control only) - damaged - during use¿ were not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. The device performed as intended in this respect. According to the warnings/precautions in the safety information in the instructions for use ¿fractures of this stent may occur. Fractures may also occur with the use of multiple overlapping stents. In the s.m.a.r.t stent, they have been reported most often in clinical uses for which the safety and effectiveness have not been established. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 14mm x 80mm smart control stent, ¿the control knob failed during the operation. After the under-the-sheath was released, the stent was found to have broken and the expansion was incomplete.¿ there was no patient injury and the device will be returned for analysis. The stent was reported to be broken but remained attached. The target lesion was the iliac artery. The stent prematurely deployed by ¿2.¿ there was no attempt made to re-capture it but it was unable to be released. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was stored and handled according to the IFU. The product was inspected and prepped according to the instructions for use. There was nothing unusual noted about the stent delivery system prior to use. The smart control locking pin was in place during advancement towards the lesion. It was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The tantalum makers were not observed to open symmetrically.